Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's leads were attached to a new ipg during a revision surgery. The leads were tested and the patient was not receiving effective stimulation in his established pain pattern. The physician explanted and replaced the leads. The patient reported effective stimulation therapy postoperative. Note the patient had two leads from the same lot implanted.